Event description:
It was reported that the patient experienced tachycardia at the end of an implant procedure. The patient required hospitalization for a few hours to address the issue and recovered.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.